Event description:
Device 1 of 7. Reference MFR report: #1627487-2012-12118, 12119, 12120, 12121, 12122, 12123. It was reported the pt was explanted due to dissatisfaction with the level of pain relief. She did have stimulation, but it was not enough pain relief for the pt. It was also reported the pt has no issues with the functionality of the system.

Manufacturer narrative:
(B)(4). This ipg serial number was include din field advisories and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers tot he pt's physician regarding medical history.